Event description:
It was reported that the patient experienced inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from date manufacturer was made aware.